Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox ceramic femoral head on the right side on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to incorrect biolox ceramic femoral head size.

Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with 0009613350-2017-00859. Therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).